Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855. Since there are no defective parts, the component code is blank. Evaluation summary: it was caused due to the poor technique for inserting the scope in the colon. It is not related to the product failure. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. The scope was almost at caecum and was no longer advancing. User could not reach caecum and complete the exam.